Event description:
It was reported, during surgery, the power is too low to use and it kept moving and stopping unintentionally. An alternate product was utilized to complete the procedure. There was no patient impact, but there was a delay of 0-15 minutes while the backup product was being prepared. During product evaluation, it was found that the battery leaked electrolyte. Due diligence is complete, and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design and manufacturing issues. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.